Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was involved in a motorcycle accident in (B)(6) 2014. The customer stated that he was subsequently hospitalized. The customer stated that he had landed on the insulin pump and caused some scratches on the screen of the insulin pump. The customer's infusion set came loose due to the accident. The customer's blood glucose at the time of the call was 300 mg/dl. The customer had treated himself with insulin pump therapy. The customer stated that he could still read the insulin pump fine. Advised customer to monitor the insulin pump. Nothing further reported.